Event description:
It was reported that intermittent alarms (alarm 20 and 30) occurred during basal delivery. Customer changed the cartridge to clear the alarms. Customer's blood glucose was within range. Customer continued to use pump for insulin therapy.